Manufacturer narrative:
A sample lens was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens split. There was patient contact, but no reported harm. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the reporter said the lens did not split and/or tear at all. The surgeon told her the leading haptic was missing when he inserted the lens into the patient's eye. Because of this, he had to use his iol cutter with .12 forceps to remove the lens. Afterward, he proceeded to place an identical lens easily into the left eye and was without any difficulty or complications.